Manufacturer narrative:
G4: 18mar2020 b4: (B)(6)2020. Further information received. The manufacturer¿s service technician confirmed the reported phenomenon was investigated and a loud operational sound was observed. To correct the phenomenon, the manufacturer¿s service technician replaced the blower to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. A noisy blower does not affect the functionality of the ventilator. The unit will continue to function and ventilate the patient. Noise does not pose any risk of harm to the patient or user. This complaint is determined not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05mar2020.

Event description:
The customer reported an unknown noise. There was no patient involvement.